Event description:
It was reported by the rep that the device was used during a laparoscpic nissen fundoplication. It was reported the seal on the upper housing of several 512sd trocars were torn during the procedure. The surgeon replaced the trocars to finish the procedure. The trocar was from a kit, there was no consequence to the pt.